Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had swelling about the size of grapefruit over the pocket site which is possibly a hematoma. There was a bulge or a knot around the ipg. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that there was a possibility that it might be a keloid formation. The physician examined the site and confirmed there was definitely a significant amount of swelling. The patient will undergo an explant procedure due to pain and swelling that will not recede at the incision site and also in the back. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had swelling about the size of grapefruit over the pocket site which is possibly a hematoma. There was a bulge or a knot around the ipg. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the swelling was a scar formation. The patient underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had swelling about the size of grapefruit over the pocket site which is possibly a hematoma. There was a bulge or a knot around the ipg. The patient will undergo a pocket revision.